Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the au480 chemistry analyzer over the phone. The customer replaced the ise (ion selective electrode) buffer syringe and performed enhance cleaning which resolved the issue. No further issues were noted after part replacement. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported erroneous low ise (ion selective electrode) patient results for sodium (na), potassium (k) and chloride (cl) were generated involving the au480 chemistry analyzer. The indicated three (3) false low patient results were released out of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.